Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. It was originally reported that the patient underwent bilateral explantation on (B)(6) 2019. New information states that the patient is scheduled to undergo bilateral explantation on (B)(6) 2020. The doctor¿s office reported that the explanted devices will not be returned to mentor and will be sent to pathology instead. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left breast pain, right breast fluid collection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision procedure with saline breast prostheses developed pain in her left breast. In (B)(6) 2018, the patient had an MRI performed that showed fluid collection in her right breast. In (B)(6) 2018, a doctor discovered a bump during a mammogram. The doctor verified that all testing came back negative and the bump was maybe the implant rubbing against the skin. As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) 2019. This medwatch report is for the patient¿s right breast prosthesis.